Manufacturer narrative:
Additional information: h6, h11. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed several small dark spots in the area of the dialyzer header. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification and potential origin of the particulate was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "black matter" was observed on the top of a revaclear 400 before use. There was no patient involvement. No additional information is available.